Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that prior to an unk procedure, the handpiece did not work. There was a loose stud. No patient consequences were reported.